Manufacturer narrative:
The device was returned to a zoll approved service provider for evaluation. The customer's report was observed and attributed to the smart pneumatic module board. A replacement smart pneumatic module board was sent and will be repaired onsite. Analysis of reports of this type has not identified an increase in trend.

Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that during a routine shift check by a clinician, the device displayed an unknown compressor failure error message. Complainant indicated that there was no patient involvement in the reported malfunction.